Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Pad loose error w/ correct pads after serviced for recall. Conn j12 not connected at main pcb. Reconnected & rtv j12 conn. Failed rf leakage test - adjust r77. Repair order 98071. Leep precision generator lp-20-120. E-complaint-(B)(4).

Manufacturer narrative:
Investigation: x review DHR. X inspect returned samples. Analysis and findings: complaint: (B)(4). Distribution history: this complaint unit was manufactured at csi on 4/29/2021 under wo#'s: (B)(4) and shipped on 05/03/2021. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log: 98071, this unit was at csi on 03/16/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the j12 connector was found not connected to the main board. The history on this unit confirms this unit was tested during the recall repair. All testing was successful and free of defects before its return to the customer. Root cause is not definitively determined. Correction and/or corrective action: the unit's connection to j12 was re-established. Upon the standard checks the unit's r77 required an adjustment as it found to have leakage error. All testing afterwards was free of issues. This unit was returned to the customer. The assembler was made aware of the finding. However, a review of the re-work confirms this unit passed the testing that would find this error. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Pad loose error w/ correct pads after serviced for recall. Conn j12 not connected at main pcb. Reconnected & rtv j12 conn. Failed rf leakage test - adjust r77. Repair order:(B)(4). 1216677-2022-00097 leep precision generator lp-20-120 (B)(4).